Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced early-morning blood glucose decreases while using the ilet and self-treated with an unannounced smoothie of approximately 25 grams of carbohydrates, and also routinely ate toast before bed without announcement. No adverse clinical symptoms associated with low or trending-low blood glucose. Outcomes included user counseling on meal announcement practices, guidance to use small carbohydrate amounts every 15 minutes for lows, and a recommendation to consult a physician for other potential contributing factors. Investigation of this case revealed user behavior inconsistent with recommended use, specifically missed meal announcements and carbohydrate intake patterns that can lead to glycemic variability, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, including unannounced carbohydrate intake and bedtime snacks affecting overnight glucose control.